Event description:
The injection gold probe tip with the guide attached separated from the catheter in the pt's stomach. Medical intervention was required to retrive the tip using a snare. There were no complications to the pt.